Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from the physician. This case concerns a (B)(6) female patient who received treatment with synvisc injection and after unknown latency the patient experienced left knee swelling and left knee pain. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc injection (dose, frequency, indication: not reported, lot number: 7rsl021 and expiration date: may-2020) in the left knee. On an unknown date, unknown latency of receiving the injection the patient experienced left knee swelling and pain. Action taken: unknown. Corrective treatment: methylprednisolone (medrol) dose pack for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both.

Event description:
Based on additional information received on 22-nov- 2017, company suspect product was updated from synvisc to synvisc one. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from the physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient experienced left knee swelling and left knee pain. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication: not reported, lot number: 7rsl021 and expiration date: may-2020) in the left knee. On an unknown date, unknown latency of receiving the injection the patient experienced left knee swelling and pain action taken: unknown. Corrective treatment: methylprednisolone (medrol) dose pack for left knee swelling and left knee pain; not reported for device malfunction outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4), an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events additional information was received on 22-nov-2017. Company suspect product was updated from synvisc to synvisc one. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced left knee swelling and left knee pain. A temporal relationship cannot be established with the product administration since event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.